Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Two devices were received for evaluation; the events were confirmed. The devices was found to be affected by missing components, paint chips flaking from the device and corrosion. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device overheated, disassembled, and had paint chips coming from the device. There was no patient involvement; no patient impact.